Event description:
Nurse reported that patient with catheter placed had elbow swelling. There was no pain or leaking at the site. Ultrasound diagnosed deep vein thrombosis.. It is unknown if any intervention was required. Patient condiiton is also unknown.